Event description:
During a cryoablation procedure performed in (B)(6), there was a leak observed from the flexcath steerable sheath (catheter introducer) when the arctic front catheter was inserted in the sheath. The case was completed with isolation of all pulmonary veins. There was no patient injury. No adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve.